Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient reported hearing beeping tones. Upon interrogation, the device and right ventricular (rv) lead had noted increased, but still within range pacing impedance measurement and high out of range shock impedance measurements. As a result, the rv lead was surgically abandoned and replaced. No adverse patient effects were reported.